Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051496.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. A competitor knee implant and zimmer biomet cement were implanted. Subsequently, patient alleges an allergic reaction. However, no revision procedure has been reported to date.